Event description:
Wife of home patient (hp) reports patient line of homechoice set separated from transfer set during a drain phase of homechoice treatment. System error 2240 alarm sounded. Hp discontinued treatment at this time and set up new supplies to complete therapy. Wife of hp reports no patient injury as a result of incident. Hp was giving prophylactic antibiotics per hp's wife.